Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer wanted assistance on getting into automode. Blood glucose value was 35 mg/dl at the time of the incident and treated with orange juice. No troubleshooting was performed for the low blood glucose value. The customer was assisted with getting into auto mode.. Nothing will be replaced or returned.